Event description:
It was reported that a leak was found around the titanium adaptor during use. There was patient involvement, but no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The actual sample was received for investigation. No problem was found during visual inspection. No failure was found during performance test. The returned device met all specifications. The device passed testing. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.